Manufacturer narrative:
On 1-feb-2022, the product investigation was completed. It was reported that an unknown patient underwent atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was leaking. It was reported that while setting up for the case, the vizigo¿ was having an issue with the dilator being really hard to push through. They pushed as hard as they could but lots of force was needed. The vizigo¿ sheath was replaced with a smaller vizigo¿ sheath model and the issue with the dilator was resolved. The case continued. The replacement vizigo¿ sheath had a different problem. The hemostatic valve was leaking blood. The physician took the dilator from the smaller vizigo¿ sheath and use it on the larger vizigo¿ sheath and the issue was resolved. The case continued. No patient consequences were reported. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was missing on the hub of the carto vizigo sheath. For this reason, a guidewire was inserted through the sheath and the valve was not found inside the vizigo; however, the valve separated from the device. Examination of the brim cap and the silicone ring revealed the components were placed in the correct position and found in good conditions. A manufacturing record evaluation was performed for the finished device 00001708 number, and no internal actions related to the complaint were found during the review. It should be noted that product failure is multifactorial. The issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Event description:
It was reported that an unknown patient underwent atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was leaking. It was reported that while setting up for the case, the vizigo¿ was having an issue with the dilator being really hard to push through. They pushed as hard as they could but lots of force was needed. The vizigo¿ sheath was replaced with a smaller vizigo¿ sheath model and the issue with the dilator was resolved. The case continued. The replacement vizigo¿ sheath had a different problem. The hemostatic valve was leaking blood. The physician took the dilator from the smaller vizigo¿ sheath and use it on the larger vizigo¿ sheath and the issue was resolved. The case continued. No patient consequences were reported. The resistance they were having with the sheath when they were trying to put the dilator into the sheath. There was no physical damage on sheath/dilator. The sheath was not narrowed, partially blocked or completely blocked. The dilator was still able to be moved through the sheath but only had a little movement. The dilator was not stuck on the sheath but removed with difficulty. The reporter will confirm if there was physical damage on valve/hub next time they are at the account location. This issue did not require percutaneous or surgical removal. There was no visible physical damage on valve/hub. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 1.5 ounces no medical intervention was required to stop the bleeding. Resistance with sheath is not MDR-reportable. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4-jan-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: #(B)(4).